Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty converter could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus visera elite xenon light source¿s main lamp was not lighting and instead the spare lamp was coming on. According to the initial reporter, this event took place during procedure preparation. Additional details were requested, but not provided. However, the customer did confirm that this event did not result in any patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The emergency light was on, and the main lamp was not lighting due to a converter failure. Additionally, the high brightness could not be entered due to a failure of the detection lever. If additional information becomes available following the device evaluation, a supplemental report will be filed.